Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump, and requested return of problematic pump using prepaid label within 10 days, all of which customer understood and acknowledged.